Event description:
It was reported that a syringe 0.5ml, 29ga ,1/2in bls, 400 sg had no markings on it and the plunger handle is missing half of its wings. The following was reported, "the syringe has no numbering or markings on it. It is totally blank. Also the plunger handle is missing half of its wings. Lot number is either 8266740 or 8266738. Wrapper was pulled from trash and customer was not sure which wrapper was for the defective syringe. There was no injury or harm."

Manufacturer narrative:
H.6. Investigation summary: customer returned a photo of 1/2cc, 13mm, 29g bd safetyglide insulin syringe with the blister packs from lot # 8266740 and lot # 8266738. Customer states that the syringe has no numbering or markings on it and the plunger handle is missing half of its wings. The photo was examined and exhibited no scale markings printed on the barrel and a broken flange. A review of the device history record was completed for batch# 8266740. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8266738. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. A probable root cause for the broken flange was noted to be the barrel likely being broken in the prep dial prior to assembly. Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8266740. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-23. Medical device lot #: 8266738. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in bls 400 sg had no markings on it and the plunger handle is missing half of its wings. The following was reported, "the syringe has no numbering or markings on it. It is totally blank. Also the plunger handle is missing half of its wings. Lot number is either 8266740 or 8266738. Wrapper was pulled from trash and customer was not sure which wrapper was for the defective syringe. There was no injury or harm".